Event description:
Add'l info recieved on 10/14/97 indicates the entire device was removed from the pt and replaced on 10/8/97 due to fluid loss - cylinders.

Manufacturer narrative:
Cylinders had a wear leak.